Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery would not power a monitor. Upon evaluation, the bus bar was loose at the pca board. The cause of the inability to power a monitor is the loose bus bar. The root cause of the loose bus bar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power a monitor.